Event description:
Silicone breast implant ruptured. Began to be so sick, couldn't even take care of myself or my family. Muscle pain, joint pain, hair falling out, the fatigue was so bad I couldn't function for a few years. I was having sp many problems and I couldn't figure out why since then I found out it was ruptured I finally explanted feel better but don't and won't know the long term effects of the choice I made in 2004 to get silicone implants.